Event description:
It was reported that the atrial lead was not functioning appropriately and suspected to have fractured. It was also reported that the patient required atrial pacing. Therefore, the atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed. The distal conductor was fractured. The proximal conductor was distorted and had blood/fluid (not obstructed). The outer insulation had cosmetic cut and was breached cut with cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.